Event description:
It was noted t-wave oversensing (twos) from the right ventricular (rv) lead was observed briefly at the programmed av interval of 30 ms. The av/vv delay settings were reprogrammed and the rv lead remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.